Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was not performed as a serial number was not reported. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The risk manager for a user facility reported to fresenius that a leak occurred from the bloodlines during the patient's hemodialysis (hd) treatment resulting in blood loss. The registered nurse (rn) replaced the bloodlines and treatment continued without further issue. Additional information was obtained during follow-up with the risk manager. The fresenius bloodlines leaked during treatment as a result of being damaged by the blood pump rotor on the 2008 machine (product and serial number not provided). The patient¿s estimated blood loss (ebl) could not be provided. There was no serious injury or required medical intervention as a result of the reported event. The patient completed treatment on the same machine with new supplies. The 2008 machine blood pump rotor was replaced to resolve the reported issue. No parts were returned to the manufacturer for physical evaluation. No additional information was provided.

Event description:
The risk manager for a user facility reported to fresenius that a leak occurred from the bloodlines during the patient's hemodialysis (hd) treatment resulting in blood loss. The registered nurse (rn) replaced the bloodlines and treatment continued without further issue. Additional information was obtained during follow-up with the risk manager. The fresenius bloodlines leaked during treatment as a result of being damaged by the blood pump rotor on the 2008 machine (product and serial number not provided). The patient¿s estimated blood loss (ebl) could not be provided. There was no serious injury or required medical intervention as a result of the reported event. The patient completed treatment on the same machine with new supplies. The 2008 machine blood pump rotor was replaced to resolve the reported issue. No parts were returned to the manufacturer for physical evaluation. No additional information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.